Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection of the device, the user¿s complaint was not duplicated. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, the device did not yield an image. The screen went black. There is no reported harm to any patient or person.

Event description:
Addendum jun 1, 2022: there were no error messages received for the event. There is no patient involvement in the event; however, it is not known when the event occurred.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Please see the updates in sections: b5, g3, g6, h2, h6, and h10. The devices used in conjunction with this device during the event and event date are unknown.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the device was manufactured. Based on the results of the investigation, it is likely that the reported phenomenon occurred due to a defect of the image sensor unit or the failure of the internal circuit board of video connector. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.